Event description:
It was reported that the insulin pump alarmed for a battery out limit and that the buttons became unresponsive. The blood glucose reading was 207 mg/dl. The customer had been to the beach. Nothing further was reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. Traces of corrosion were noted at electronic and motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube and battery tube threads, minor scratches on display window and case and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.